Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the loading check revealed that there was no issue. The valve was deployed and due to the position, the valve was recaptured. It was reported that during this attempt at deployment, a dissection was noted on a native leaflet. As the valve was recaptured, the two pieces of the actuator separated. The actuator pieces were reconnected and the delivery catheter system (dcs) and valve were removed from the patient. A brief episode of hypotension was noted while the actuator handle was reconnected. A new valve and new delivery catheter system (dcs) were used for a successful implant. It was reported that the actuator separation did not cause or contribute to the leaflet dissection. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve loaded in the capsule, visual analysis showed the capsule fully closed and slightly over captured. The device was received with the handle components detached from the dcs. The device was returned with the end cap/screw gear snap fit connected. One of the tabs is observed to be detached from the male deployment knob component. From close observation, one of the tabs does appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. Several notches appear to have been taken from the male and female actuators. The capsule appears bent or bowed. Voids are observed along the proximal end of the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records (cines) were received for review. The cines confirmed the valve was loaded correctly at the start of the case. The cines confirmed that there is calcium present in the annulus. The cines also showed that, at 80% deployment, the valve was deep, however there were no images showing and confirming the recapture. The cines did not show any evidence of the handle separation and re-assembly during recapture. There was no evidence that confirmed the hypotension related to this case on the imaging. The dissection on the native leaflet was not confirmed on the images provided. Based on the review of the images, it was confirmed that the second valve load was a good load seen on fluoroscopy, and the final deployment appears to be a good result after a post-implant balloon dilation. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. It was reported that, after the valve was recaptured, the actuator separated. The dcs was returned to medtronic for analysis. The curve in the capsule was most likely caused by the over-capture. The device instructions for use (IFU) instructs, cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The actuator components were observed to be separated. Damage was observed on the actuator tabs, with one tab detached. Actuator separation is associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. H ypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Cardiovascular injury, such as dissection, are procedural complications that are dependent on the patient condition and physician technique and are a known potential adverse patient effects per the IFU. The cause of the dissection was not known. It was reported that the actuator separation did not cause or contribute to the leaflet dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.